Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient¿s ins ¿came out of skin¿ and that the device actually ruptured the skin. The patient had surgery to remove it and no longer had the device. It was unclear if it was a total or partial system explant. No further complications were reported/anticipated.